Event description:
Baxter service center reports moisture in the pneumatic system of a returned homechoice pro machine. Historical information regarding "moisture in the pneumatic area" indicates the failure to be a leak in the cassette of a homechoice set used for apd therapy. Per affiliate, the patient using this homechoice pro machine did not identify a leak in the cassette at the time of device swap. No patient injury or medical intervention was reported by affiliate.